Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. Blood glucose reading was 47 mg/dl. The customer stated that the insulin pump had a crack at the battery side. Customer was unsure whether they used auto mode feature at the time of low blood glucose event. The insulin pump will not be returned for analysis.